Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the stylet failed to advance into the right ventricular (rv) lead, suspected to be due to a blood clot inside the lead. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of the stylet failure to advance was confirmed. A complete lead without the stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies on the lead. X-ray examination found the inner coil was over torqued at the connector region. Electrical continuity of the inner coil was open due to procedural damage. The cause of the reported event was isolated to the damaged inner coil.